Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, during fill tubing, more insulin than normal was used until drops of insulin were seen exiting the tubing. Customer's blood glucose was as high as 300 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.